Event description:
It was reported that the bd alaris¿ pump module infusion set was blocked at the filter while infusing lipids. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the lipids are not being allowed to pass through the filter on 3 material numbers"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module infusion set was blocked at the filter while infusing lipids. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the lipids are not being allowed to pass through the filter on 3 material numbers".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-apr-2023 h6: investigation summary ten samples (model #2202-0007) were returned by the customer. It was reported by the customer that the lipids are not being allowed to pass through the filter. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets arrived with lipids throughout the tubing, in the filter and past the filter. No excess solvent was observed at the ports of the filter. The sets were attempted to be flushed with water and then attempted to be primed with 85% glycerin / 15% water solution. Six sets were able to be flushed with water, and then primed with 85% glycerin / 15% water solution successfully. No occlusions were observed. The failure was unable to be replicated in these samples. Four sets were unable to be completely cleared of the lipids, and were unable to be fully primed with 85% glycerin / 15% water solution. The customer complaint can be verified in these samples. A quality notification was sent to the supplier, and the failed samples were sent for further investigation. During the supplier investigation, the reported occlusion of the filters could not be observed. However, during testing, there was leakage observed from the vents and the flow rates were less than the typical flow rate values. Although a definitive root cause was unable to be determined, it is most likely that during use, the filters have become occluded by prolonged presence of solutions used by the customer. Bd is looking at opportunities to improve the filter function to alleviate this failure in the future. A device history record review could not be performed on model 2202-0007 because a lot number is unknown.